Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was dislodged from the heart. The lead was replaced.

Event description:
It was reported that, "headless pin got stuck in cutting blocks."

Manufacturer narrative:
The damage found was sustained during the surgical procedure.